Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator, product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 09-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator. It was reported that the manufacturer representative was unable to interrogate the implantable neurostimulator pre-operatively because it was dead. The patient was undergoing a normal implantable neurostimulator replacement. The patient had reported that the stimulation was always ¿backwards¿ in that it was strong on the right despite needing it in his left foot only. In the operating room, the old implantable neurostimulator was connected to the 5-6-5 with the white lead/electrodes on the bottom rather than the top. They then connected the white lead on top and the impedances were checked with the new battery that was being replaced. It was noted that the 0-7 channel (white lead) had all high impedances of greater than 40,000 ohms and the 8-15 channel was all within normal limits. The top and bottom connections were switched, and it was confirmed that the lead was the issue. They reconnected so that the 0-7 channel (white lead) had the high impedances and the 8-15 channel was within normal limits. The health care professional decided to not replace the lead. Post-operatively, the manufacturer representative was able to get appropriate coverage in the left foot. There were no further complications reported or anticipated.